Event description:
Hospital advised that propofol was set up to infuse at a rate of 10 ml/hr and volume to be infused of 30 ml. Administration set was installed, the door closed and approx. 60 seconds later, the anesthesiologist observed a steady stream of propofol coming from the drip chamber of the set. The pump was stopped. The pt's blood pressure dropped rapidly and pt went into cardiac arrest. Pt was successfully resuscitated, and blood pressure returned to 90. The set was not saved and the pump serial number was not noted.